Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Samples have been requested for return to baxter for evaluation. Should the samples be received and an evaluation completed or additional information received, a follow up report will be submitted.

Event description:
This is a report received at baxter (B)(4) from a sales representative regarding a peritonitis case. It has been reported by the customer that on an unknown date, a patient developed peritonitis. The customer is suspecting the minicap as the cause of the peritonitis, as several minicaps have been found with dried iodine. No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This is a report of a home patient who developed peritonitis and reported several minicaps have been found with dried iodine. Twenty four samples were received by baxter (B)(4) plant for evaluation. All 24 samples received showed evidence of excessive handling. Some of the minicaps had become dry due to the pouch being burst open. Other samples were squeezed / crushed which could potentially damage the seal. A number of closed pouches failed the pouch integrity test, the pouch seal width on these pouches was within specification. Pouch seal damage potentially results the cap going dry. The damage to the minicaps may be due to transportation or storage or during the subsequent return of the samples to the (B)(4) plant for evaluation. Squeezed minicaps are not typical of finished goods leaving the (B)(4) facility. No root cause relating to the manufacturing process for this product in the (B)(4) plant has been identified. A batch review was performed with no issues detected during the production of this batch relating to the nature of this complaint.